Event description:
It was reported that the device may be depleting early. The device remains in use. No patient complications were reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device may be depleting early. It was further reported that the device was explanted and replaced due to potential premature battery depletion. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device may be depleting early. No patient complications were reported as a result of this issue. It was further reported that the device was explanted and replaced due to potential premature battery depletion.